Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on unknown date. The customer¿s blood glucose level was 436 mg/dl at the time of incident. The auto mode asked for high blood glucose but they were not able to calibrate since blood glucose value was over 400 mg/dl. The insulin pump was on auto mode at the time of incident. The customer was now on intravenous insulin. The insulin pump will not be returned for analysis.